Manufacturer narrative:
(B)(6).

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was introduced into the patient. The patient's septum was reported to be aneurysmal and while crossing the septum with the was, the transition between the dilator and the sheath briefly caught on the septum before the full sheath crossed over into the left atrium. A 27mm watchman flx laa closure device & delivery system (wds) was positioned, however it did not pass the tug test. A 24mm watchman flx closure device was positioned and implanted successfully. Twenty to thirty minutes post procedure, the patient reported chest pain. Transthoracic echocardiogram (tte) was performed which revealed a pe. Effusion sweeps were performed between the use of the two wds and at the end of the case, which did not reveal any pe prior to or during the procedure. The patient was monitored and no intervention was required. The patient was expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was introduced into the patient. The patient's septum was reported to be aneurysmal and while crossing the septum with the was, the transition between the dilator and the sheath briefly caught on the septum before the full sheath crossed over into the left atrium. A 27mm watchman flx laa closure device & delivery system (wds) was positioned, however it did not pass the tug test. A 24mm watchman flx closure device was positioned and implanted successfully. Twenty to thirty minutes post procedure, the patient reported chest pain. Transthoracic echocardiogram (tte) was performed which revealed a pe. Effusion sweeps were performed between the use of the two wds and at the end of the case, which did not reveal any pe prior to or during the procedure. The patient was monitored and no intervention was required. The patient was expected to fully recover.

Manufacturer narrative:
(B)(6).